Manufacturer narrative:
UDI: (01)gtin unavailable, product made prior to gtin compliance date. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the customer has queried if there has been any previous issues related to the inner sleeve of 4.5mm tap sleeve, as they have became aware of an issue where the inner sleeve remained in a patient following a surgery in 2015. This report is for one (1) 4.5mm tap sleeve awsl. This is report 1 of 1 for complaint (B)(4).